Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient's right shoulder was revised approximately 4 year post initial operation. The patient developed an infection. Patient was revised to exactech devices, the adapter tray, liner and glenosphere were exchanged. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10 concomitants: (B)(6) 320-42-03 - equinoxe reverse 42mm humeral liner +2.5. (B)(6) 320-01-42 - equinoxe reverse 42mm glenosphere. (B)(6) 320-15-04 - rs glenoid plate post aug, 8 deg, right. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 315-35-00 - glnd kwire. (B)(6) 315-35-00 - glnd kwire. (B)(6) 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. (B)(6) 321-20-00 - equinoxe reverse shoulder drill kit. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6) 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6) 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.